Event description:
It was reported that during a ptca procedure, the maverick2 monorail ptca catheter balloon ruptured. The lesion being treated was a moderately stenotic lesion in the left anterior descending (lad) coronary artery. The lesion was predilated with a maverick2 monorail ptca catheter balloon and then dilated to 8 atms with the 20mm x 2.75mm maverick2 monorail ptca catheter balloon which ruptured inside of the patient. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "clear".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assemlby batch 8535592 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties exprerienced during the procedure could not be determined.